Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. The customer advised that epinephrine was administered to the patient, and when the medic went to the events menu of the device, their device froze. The customer was able cycle the device power using the power button. After the device booted successfully, proper device operation was observed through the remainder of the event. The device was used for monitoring the patient¿s ECG only as the patient was in asystole. The patient a (B)(6) male did not survive. The customer, a health care professional advised that the device use did not contribute to the patient outcome because the patient was in asystole. The customer had administered several rounds of epinephrine and sodium bicarbonate, but was unsuccessful in reviving the patient. The customer stated that the patient¿s condition was the result of a possible drug overdose.